Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding(menorrhagia)'), device breakage ('the proximal coils broke in the process of removal/coils broke off in the cornual region of the uterus') and autoimmune hypothyroidism ('autoimmune disorder: hypothyroidism') in a 33-year-old female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, lower abdominal pain, cough, general body pain, nausea, vomiting, chills, fever, diarrhea, recurrent urinary tract infection, viral upper respiratory tract infection, influenza a virus test positive, urinary incontinence, stress incontinence, incomplete bladder emptying, night sweats, bloating, depression, anxiety, vitamin d deficiency, conjunctivitis, sinus congestion, hypoglycemia, asthma and endometriosis. Previously administered products included for an unreported indication: ibuprofen, allegra and advair. Concomitant products included norethisterone (camila) from 2007 to 2010 for oral contraceptive as well as amoxicillin since (B)(6) 2016, aripiprazole (abilify), doxycycline (B)(6) 2016, fluoxetine, lamotrigine (lamictal), levothyroxine since (B)(6) 2014, progesterone (prometrium) since (B)(6) 2017 and topiramate since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("the proximal coils broke in the process of removal/coils broke off in the cornual region of the uterus"), autoimmune hypothyroidism (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), dizziness ("dizziness"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia"), allergy to metals ("nickel allergy") with rash, bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gi condition"), visual impairment ("vision problem"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with bilateral salpingectomy and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, ovarian cyst, dysmenorrhoea, back pain, fatigue, weight increased, dizziness, feeling abnormal, dyspareunia, abdominal pain, metrorrhagia and allergy to metals had resolved and the device breakage, complication of device removal, autoimmune hypothyroidism, anaemia, bladder disorder, cystitis, vaginal infection, vaginal discharge, urinary tract infection, gastrointestinal disorder, visual impairment, alopecia, tooth disorder and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, autoimmune hypothyroidism, back pain, bladder disorder, complication of device removal, cystitis, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: 3 coils were visible on the right and 3 coils remained on the left. Patient received treatment for- dyspareunia, abdominal pain, pelvic pain, metrorrhagia, anemia, bladder disorder, bladder problem, vaginal infection, vaginal discharge, urinary tract infection, medical records: (B)(6) 2018 - procedure performed: operative laparoscopy, bilateral salpingectomy with complete removal of essure devices , excision and ablation of endometriosis. Findings: patient had a normal-appearing uterus and normal-appearing ovaries and tubes bilaterally. The anterior cul-de-sac was normal in appearance . In the posterior culde-sac, there were approximately 12 implants of endometriosis. These were excised and ablated in their entirety during the course of the surgery. The entire essure devices on both the left and right sides were removed, including the entire filaments and the entire coils bilaterally. Description: the essure device was grasped with a grasper and gentle traction was applied. As on the left side, the distal coils and the entire filament portion of the essure device were removed, but the proximal coils broke in the process of removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.574 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, unilateral occlusion (right tube occluded). Left side blocked but dye entering tube on left.; on (B)(6) 2012: total bilateral occlusion, unilateral occlusion (right tube occluded). Right block, left open.. Pathology test - on (B)(6) 2018: right posterior cul-de-sac, biopsy: endometriosis. Bilateral fallopian tubes, segmental resections complete cross sections of fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, pelvic pain, back pain, fatigue, weight gain, hypothyroidism, migraine headaches, ovarian cysts, dizziness, brain fog, and skin issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder: hypothyroidism') in a (B)(6) year-old female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, lower abdominal pain, cough, general body pain, nausea, vomiting, chills, fever, diarrhea, recurrent urinary tract infection, viral upper respiratory tract infection, influenza a virus test positive, urinary incontinence, stress incontinence, incomplete bladder emptying, night sweats, bloating, depression, anxiety, vitamin d deficiency, conjunctivitis, sinus congestion, hypoglycemia, asthma and endometriosis. Previously administered products included for an unreported indication: ibuprofen, allegra and advair. Concomitant products included norethisterone (camila) from 2007 to 2010 for oral contraceptive as well as amoxicillin since (B)(6) 2016, aripiprazole (abilify), doxycycline (B)(6) 2016, fluoxetine, lamotrigine (lamictal), levothyroxine since (B)(6) 2014, progesterone (prometrium) since (B)(6) 2017 and topiramate since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced device breakage ("the proximal coils broke in the process of removal/coils broke off in the cornual region of the uterus"), complication of device removal ("the proximal coils broke in the process of removal/coils broke off in the cornual region of the uterus"), autoimmune hypothyroidism (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), dizziness ("dizziness"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), allergy to metals ("nickel allergy") with rash, bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gi condition"), visual impairment ("vision problem"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, ovarian cyst, dysmenorrhoea, back pain, fatigue, weight increased, dizziness, feeling abnormal, dyspareunia, abdominal pain, metrorrhagia and allergy to metals had resolved and the device breakage, complication of device removal, autoimmune hypothyroidism, anaemia, bladder disorder, cystitis, vaginal infection, vaginal discharge, urinary tract infection, gastrointestinal disorder, visual impairment, alopecia, tooth disorder and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, autoimmune hypothyroidism, back pain, bladder disorder, complication of device removal, cystitis, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: 3 coils were visible on the right and 3 coils remained on the left. Patient received treatment for- dyspareunia, abdominal pain, pelvic pain, metrorrhagia, anemia, bladder disorder, bladder problem, vaginal infection, vaginal discharge, urinary tract infection, medical records: on (B)(6) 2018- procedure performed: operative laparoscopy, bilateral salpingectomy with complete removal of essure devices, excision and ablation of endometriosis. Findings: patient had a normal-appearing uterus and normal-appearing ovaries and tubes bilaterally. The anterior cul-de-sac was normal in appearance . In the posterior culde-sac, there were approximately 12 implants of endometriosis. These were excised and ablated in their entirety during the course of the surgery. The entire essure devices on both the left and right sides were removed, including the entire filaments and the entire coils bilaterally. Description: the essure device was grasped with a grasper and gentle traction was applied. As on the left side, the distal coils and the entire filament portion of the essure device were removed, but the proximal coils broke in the process of removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, unilateral occlusion (right tube occluded). Left side blocked but dye entering tube on left. On (B)(6) 2012: total bilateral occlusion, unilateral occlusion (right tube occluded). Right block, left open. Pathology test - on (B)(6) 2018: a. Right posterior cul-de-sac, biopsy: endometriosis. Bilateral fallopian tubes, segmental resections, complete cross sections of fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, pelvic pain, back pain, fatigue, weight gain, hypothyroidism, migraine headaches, ovarian cysts, dizziness, brain fog, and skin issues. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs and mr received-event ¿injury to herself¿ was replaced by more specific information: the proximal coils broke in the process of removal / coils broke off in the cornual region of the uterus, pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune hypothyroidism, rashes or skin, migraines / headaches, ovarian cyst, dysmenorrhea (cramping), back pain, fatigue, weight gain, dizziness and brain fog. Report was medically confirmed. Patient demography added. Updated suspected drug indication, medical history, lot number (915887), lab data and concomitant drug were added. On (B)(6) 2019: fu 2 and 3 process together. Pfs received- new events dyspareunia, abdominal pain, metrorrhagia (bleeding b/w periods), anemia, nickel allergy, bladder problem, bladder infection, vaginal infection, vaginal discharge, urinary tract infection, gi condition, vision problem, hair loss, dental problems and nausea were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.